Manufacturer narrative:
No display anomaly was noted. The pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the current, unexpected restart or all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify the compromised force sensor system alarm due to the motor error alarms. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received a motor error alarm and no delivery alarm. The customer's mother stated that they had high blood glucose of 541 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the blood glucose reached 600 mg/dl. The customer's mother stated that they were unable to rewind the insulin pump. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.